Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The location of the hernia was located at the site of the pd catheter. The hernia was noted after the pd catheter was inserted and was reported to have worsened with performing pd therapy. It was reported the patient was admitted and then discharged the same day for hernia repair surgery. The same day as the hernia repair pd therapy was discontinued. It was reported the patient was not on hemodialysis and ¿blood work being monitored carefully¿. The plan was to resume pd therapy ¿next week¿. At the time of this report the patient was recovering from the hernia event. Additional information is unable to be obtained as the nurse declined further follow up.

Manufacturer narrative:
(B)(4). The hernia occurred on an unknown date; however, the outpatient hernia repair surgery occurred on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: codes were added. The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.